Event description:
Customer reporting 1 false negative sofia sars result for 1 symptomatic patient. No confirmatory testing completed.

Manufacturer narrative:
Investigation summary:tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.